Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the emergency room due to a high blood glucose of 819 mg/dl. The customer stated that she had been getting no delivery alarms during the basal rate delivery. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer did not know if the basal rates were correct. Advised her to speak with her hcp regarding the basal rates. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that she has been using the same insulin and infusion set for about a week, and the insulin appears to be cloudy. The customer removed the infusion set, and the cannula was bent. Advised the customer to change the infusion set, and to use a fresh vial of insulin. Nothing further was reported.